Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shocking lead impedance measurement which was detected via the patient's remote monitoring system. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. Once additional information is available, this report will be updated.